Event description:
The customer reported her blood glucose reached 280 mg/dl after wearing the pod for 3 days. She felt pain at the site and upon removal she noticed the needle did not retract back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. No product lot number was reported therefore no qualification records were reviewed.